Manufacturer narrative:
Results - visual inspection of the returned product showed that a piece of the lens was torn off and there was a clear surgical residue on the lens. Conclusion - based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon was attempting to insert an aa4203tl silicone plate lens with toric and the lens got stuck in the cartridge. Additional information was requested but none forthcoming. If any additional information is received a supplemental medwatch form will be submitted.